Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received fentanyl and bupivacaine (unknown concentrations and doses) in an implantable pump for spinal pain. It was reported the patient had problems with their second pump not working right. The issue could not get figured out for 3 months, but it turned out the "pump was faulty." It was further stated the pump was malfunctioning where it would "kick on and off." No patient symptoms were reported. No further information was provided. Please refer to mfg. Report# 3004209178-2018-07880 for issues related to the patient's current device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's pump went bad and she had full blown w ithdrawal symptoms, sometimes a couple days at a time, then the pump would kick in again, and it would lessen. The patient stated the pump was then replaced to resolve.